Event description:
It was reported that a cartridge alarm 30 occurred during pumping. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer successfully loaded a new cartridge and resumed insulin therapy, resolving the issue without additional technical support.